Manufacturer narrative:
Pump received with detached end cap noted.

Event description:
The customer reported via phone call that the insulin pump was damaged and customer experienced the high blood glucose. The customer¿s blood glucose was 200, 241 mg/dl. The customer was treated via insulin pump. The customer reported the back of the insulin pump comes off when she was rewinding and bottom of the insulin pump was damaged. The customer reported that the drive support cap was normal. The customer was advised that the insulin pump will need to be replaced. Advise the customer to discontinue use of the insulin pump and revert to a backup plan. The insulin pump will be returned for analysis.